Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure would not power up the drive motors, and the system would intermittently show a collimator error and motion would lock up. The general purpose input output (gpio) board and the power enclosure were replaced, and firmware was reloaded on the power enclosure. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. Analysis was unable to duplicate the reported issue as the enclosure passed a bench test, motion and generator readied, and charging and communication were successful. 2d and 3d imaging were acquired. However, while under test, it was found out the drive capabilities were not functional. No 96vdc present across pin 1 and pin 5 of j7 connector. Power conversion failed. Analysis found that the reported event was related to a electrical issue. The gpio was returned to the manufacturer for analysis. The gpio was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system had issues initializing collimator upon booting. Rebooting the system resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.